Event description:
It was reported that the left ventricle lead had dislodged. The lead could not be repositioned and was explanted and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.